Event description:
Independent repair center customer alleged alarming/red light, and the key failure is the valve is not shifting/leaking. Associated malfunction for this device: regulator leaking, sieve beds cap leaking, cabinet filter missing, f tube hole, tie wraps and clamps leaking.